Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. While inspecting the returned power accessories, it was identified during both external and internal visual inspections that the power supply had exposed wires. The power supply was replaced due to the damaged cable, and the unit was subsequently able to power on successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.